Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred on last application. As the procedure was deemed a success at the time of the system notice message, the case was ended. No patient complications were reported. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on 07/09/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Failure files confirm system notice #50005 "leak detection" on the date of case. Smart chip verification indicated the catheter was used for 9 injections. Visual inspection showed the device was intact with no apparent issues. The catheter failed the performance test due to system notice #50005. Pressure tests revealed a leak through the guide wire lumen; balloons integrity was intact and no breach observed. Dissection showed a guide wire lumen breach at 1.30 inches proximal from the tip. The breach in the shaft of catheter was examined using sem and it was found that the breach surface is visually consistent with a polymer fracture. This report will be recorded and trended.